Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process.

Event description:
It was reported that ultrasafe x100l png clear nvs stein fell apart. This was discovered before use. The following information was provided by the initial reporter: when he opened the box to the second syringe the cap fell out and the syringe fell apart.

Manufacturer narrative:
Medical device expiration date: unknown. PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that ultrasafe x100l png clear nvs stein fell apart. This was discovered before use. The following information was provided by the initial reporter: when he opened the box to the second syringe the cap fell out and the syringe fell apart.